Manufacturer narrative:
Additional information: similar product to 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay performed on a direct tested kitted nasal swab on (B)(6) 2022. Confirmation pcr testing (platform: panther pcr) was performed on a nasopharyngeal sample on (B)(6) 2022 which generated a negative result. The patient was reported to be asymptomatic. No further information regarding health impact or outcome was provided.

Manufacturer narrative:
Investigation report: testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot m177856 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot m177856 and test base part number 190-430 / lot m177856. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m177856 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.